Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bowel anastomosis on a open procedure, the surgeon was able to squeezed the handle fully but the device did not fire. To complete the case, the surgeon had to suture over the opening. There was no patient injury.